Event description:
It was reported that the 9600 system c-arm will not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The sram software was replaced and system defaults reloaded. The system was tested and found to be working as intended and placed back into service.